Manufacturer narrative:
510k: this report is for an unknown femoral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the surgeon has having difficulty inserting the femoral nail due to the bend of the nail. The nail seemed to have trouble passing the isthmus of the femur. The surgeon had to use some force and insert the nail through the piriformis. The surgeon questioned the bend of the nail, saying that it is different from the proximal femoral nailing system (tfna), making it more difficult to insert. The procedure outcome and patient status are unknown. This report is for an unknown femoral nail. This is report 1 of 1 for (B)(4).